Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a consumer (con) who reported that the patient was supposed to be in the hospital for only 3 days but has been in the hospital for almost a month now due to the pump and catheter revision. It was reported that the physician had also "put a magnetic controller to her head to take the pressure off the spinal fluid so the needle would quit leaking". The patient reported that during the time in the hospital, the physician has performed 6 surgeries on the patient, the latest one was performed on (B)(6) 2021. The patient noted that after the latest surgery, the physician put in morphine into the pump since they did not have dilaudid. Of note, the patient is also taking oral medication.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (2.5 mg/ml at .14mg/day) and bupivacaine (2.5 mg/ml at .14mg/day) via an implantable infusion pump. It was reported that the patient was not getting good pain relief from the pump and that it rubbed against their hip bone and making the area very tender and painful. The hcp determined the catheter was leaking and that the pump was too low on the abdomen. The catheter was replaced and the pump was moved to a better location on her abdomen.